Event description:
According to the form we rec'd from FDA, "when a jackson-pratt drain was removed, a piece broke off and remained in the pt. It was surgically removed three days later.

Manufacturer narrative:
As no catalog number, lot number or product sample were provided, a thorough investigation could not be conducted. Corrective and preventive actions have been implemented to improve the drain mfg process but without catalog and lot numbers it cannot be determined if these actions are applicable to the product involved in this complaint. The instructions for use (IFU) provides detailed info regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor for other similar reports and utilize the info as part of continuous improvement.